Event description:
It was reported that two removal hooks fractured during surgery. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: visual inspection revealed the tips have fractured. The complaint is confirmed. No medical records were available for review. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. Device use: this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2020-00228.

Event description:
It was reported that two removal hooks fractured during surgery. There were no reported patient impacts associated with this event. This is report one of two for this event.